Manufacturer narrative:
Investigation summary: customer complaint: it was reported that the pump failed. Tests: self-test and visual inspection. Self-test passed. Visual inspection performed and found no evidence of cosmetic damage. The customer compliant was confirmed that the device did alarm multiple times for e458. The probable cause is faulty/worn pressure detector.

Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.

Event description:
The event involved a plum 360 driver. It was reported that the pump failed on nurse while being plugged into a patient. No warning of having to plug it in or anything. The event occurred during infusion. There was patient involvement, and no harm.